Event description:
It was reported that the pump touch screen appeared to have a "spider web over it and a wide blue line across the screen." There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.